Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are outside the confidence limits for inr testing. For the second set of data, the mean is > 5.0 and difference between inrs' > 2.2. The values were considered inaccurate. Products will be tested.